Event description:
The device was implanted on 4/10/97 for use in the pt's therapy. On 7/15/97, the MFR received the enclosed medwatch report which states that on 6/6/97, the pt was in for chemotherapy and a blood return could not be obtained from the device. A cavogram was ordered which indicated that aspiration of blood was difficult. The needle was repositioned and good back flow was obtained. A repeat angiogram showed patency but device was flowing slow. The pt required infusion of urokinase.